Manufacturer narrative:
Corrected data: section d11 in the initial report the solution lot number provided was incorrect. The correct lot number is ze07033. Additional information: kit lot number provided, therefore the following fields have been populated. Section d4: lot# - kit lot number provided as ze07034. Section d4: expiration date: 05/31/2021. Section d10: device available for evaluation ¿ yes, returned to manufacturer on 10/29/2020. Section h3: device returned to manufacturer ¿ yes. Section h4: manufacture date - 7/3/2019. Device evaluation: there were three bottles packed in one kit product and two of them were returned, the cello seal of one returned bottle was opened. In addition, one oxycup was returned and there were water stains on the cup. So, it can be confirmed the oxycup has been used. Upon visual inspection, black dots were observed on the filter of oxycup cap. The oxycup has been used, so it can be concluded that the oxycup was not with black dots when package was open at the first time before use. Microbiological testing was not required for lot# ze07033 since no infection to the customer was reported. Manufacturing record review: based on the manufacturing record review, product evaluation, labelling review and historical complaint review, there was no indication of a product malfunction. Complaint data was reviewed for previous 12 months for the reported lot number. Search result: two complaints were reported in previous 12 months. Only the objective was reported for the similar issue. Conclusion: based on the manufacturing record review and historical complaint review, there is no indication of a malfunction or product quality deficiency. No escalation is required. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. At the time of this report has been submitted.

Manufacturer narrative:
Additional information: age/date of birth is unknown, not provided. Lot number is unknown, not provided. UDI number is unknown as the lot number was not provided. Expiration date is unknown as the lot number was not provided. Manufacturing date is unknown as the lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that consumer opened a package of oxysept product and there was two black dots that looked like mold on the lens case and underneath the blue cap. Consumer reported that she is an experienced wearer and that she noticed these black dots on (B)(6) 2020. Consumer reported that the directions for use were followed.